Manufacturer narrative:
PMA/510k #: this part is not approved for sale in united states; however, a like device with catalog# 1556006300, 510(k)# k121680 and UDI # (B)(4), is approved for sale in united states. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with kyphoscoliosis with chief complaint of back pain. On (B)(6) 2017, she underwent oblique lumbar interbody fusion (olif)/ posterior lumbar interbody fusion (plif) and posterior fixation. On an unknown date between (B)(6) 2018 to (B)(6) 2018, post-op, the rod, which connected t10-s2, broke at l5-s1 on both sides. The patient also reported back pain. It was alleged that the breakage was due to bone union failure between l5-s1. On (B)(6) 2019, the revision surgery was performed wherein the broken part was removed. No other notable complications were reported. There was blood on the removed rod, so the rod was discarded